Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the patient underwent a revision surgery due to the nail breaking at the lag screw junction".